Event description:
Dear senator (B)(6), I write to you as a senior citizen, semi-retired, on medicare and a diabetic in this instance. I met you at one of your campaign stops during your last election cycle when I went door-to-door to secure peoples vote. As stated, I am a diabetic since 2001, keeping my blood glucose in check as much as this demon of a disease can be controlled. As a diabetic, I switched to a dexcom g6 glucose monitoring system. Unfortunately, that system does not allow my current smartphone to be used to monitor my glucose, in fact sir there are not many smartphones which can be used with a dexcom g6 system. I am not in a financial position to run out and spend $(B)(6) on a compatible smartphone just to monitor a dexcom g6 system. I must use their receiver to monitor the system I keep that receiver in my pocket which is just something else to manage. On saturday (B)(6) 2023 I accidentally got my receiver wet, and it went on a fritz. I rely on that system for my health. I called dexcom who said, since I received my receiver in 2001, they could not just replace it. I would have to check with my insurance (medicare, (B)(6) to seek their payment of over $(B)(6) for the receiver. It was a keystone cops' weekend in trying to secure a new receiver. I offered to pay for the receiver, but not the full price and I was then told to contact solara who provides the dexcom products as the distributor. I could not contact them on the weekend so had to wait until monday morning (B)(6) 2023. I had 6 different people from solara or another group, pick up the phone while I was on the call. All requiring that I again provide them my ID information and reason for the call. I could not get support from anyone. In the end, there was no help from dexcom and paying full price was out of the question. I have my needed glucose testing kit I purchased over the counter with my funds, it's the old fashion, prick your finger, put your blood on a test strip and the monitor reads it. My complaint is this. If dexcom is making its money on selling its sensor patches, transmitters and receivers for diabetics; then there should be support from them when a catastrophe hits and the receiver get ruined, and you cannot get a glucose read. Also, since there is a very limited number of smartphones that can be used to be the receiver, then when the receiver you have does get damaged without it being on purpose; then there should be assistance from them. I was and am willing to pay some money for a replacement receiver. But $(B)(6) is just out of hand, I am advised both of my senators, (B)(6) of this issue with replacement receiver cost as well as the limited phones for use. I also notified (B)(6) my house of representative of the same I further added a concern to the (B)(6) insurance and my state representatives. I think dexcom needs to better support "we the users" of their products. (B)(6).